Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) pin/plug bond/seal defective; all conductors distorted; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, the physician flushed the lead lumen and noted the outer insulation bulged. No patient complications were reported as a result of this event. The device was not implanted.

Event description:
It was reported that during an implant attempt, the physician flushed the lead lumen and noted the outer insulation bulged. The lead was later returned with a report that while flushing the lead, a bubble appeared in the insulation next to the connector pin. The lead was not used. No patient complications were reported as a result of this event.